Event description:
User facility nurse reported a blood leak occurred shortly after the beginning of a pt treatment on a meridian machine without an immediate blood leak alarm. Blood was noted in the arterial hansen line and the blood pump was manually turned off. The hansen connectors were hooked on the machine and a blood leak alarm occurred. The pt experienced shortness of breath, was administered oxygen, and was transferred to another dialysis machine. There was no pt injury associated with this incident.